Event description:
Meter name: one touch ii. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: weakness, dizzy. A patient reported they were unable to test on the meter. Their meter allegedly had no power. Customer changed the batteries. Still no power. Unable to test on the meter. There is no comparison. Customer was given orange juice and then food. No further information has been reported.